Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s display was solid white. The customer¿s blood glucose level was unknown. The customer also reported that the customer had two failed sensor. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Missing segments/partial display not confirmed during testing. The pump was received with a constant blank flashing white light on the lcd display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test and the displacement test due to display anomaly.